Manufacturer narrative:
Evaluation : results: patient condition affected effectiveness of the device (patient lesion morphology, the vessel was highly calcified and a high level of tortuosity); conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, the vessel was highly calcified and a high level of tortuosity).

Event description:
The physician confirmed that it was a very tortuous and calcified vessel. The patient was on plavix however the physician theorized that the patient was a dapt non responder. The physician assessed that the thrombus was not related to the resolute stent.

Event description:
The physician implanted 3 resolute integrity drug eluting stents in the distal rca . The target vessel was reported to be severely calcified. The devices were removed from packaging and inspected as per IFU with no issues noted. Negative prep performed with no issues noted. Difficulty was encountered during delivery due to calcium and tortuosity in the vessel. Approx 8 days post index procedure, the patient returned with a stent thrombosis in one of the 3 stents implanted and a vessel occlusion due to thrombus. During the repeat procedure, the guide wire fractured and the patient was sent to surgery. Patient was reported to have no injury at time of report.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (thrombus and occlusion); (no results available since no evaluation was performed); (none (no device received for evaluation); conclusion: known inherent risk of a procedure (thrombus and occlusion); unable to confirm event. (B)(4).